Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 412 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (site), the pod's cannula was found damaged. As treatment, a manual injection (20u) of insulin was delivered, a new pod was applied and bolus was given.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not reveal any damages to the component at all. No signs of leakage were observed during fluid path testing. The downloaded data did not show any data irregularities that could indicate the device struggled to deliver insulin.